Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, (B)(6), (B)(4). Interrogation of the pump determined it was used to infuse baclofen (unknown, 500.0 mcg/ml), the catheter was returned for analysis. Damage to the transition tube was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative regarding an implantable intrathecal pump and catheter. The indication for use was intractable spasticity. The pump and catheter were returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.